Event description:
The lay user/pt contacted lifescan on april 29, 2007 and alleged that her one touch ultra 2 meter was reading inaccurately low. The medical affairs specialist (mas) was not able to reach the pt after several attempts via phone. A letter was also sent to the address provided. In 2007, the pt had received a result of 118 mg/dl on the reported meter. It is not known if she was experiencing any symptoms of high or low blood glucose. She was taken to the ER 30 minutes later and her result on the hospital's meter was 528 mg/dl. The pt did not provide any further info regarding the hospital visit (date/time of visit and if/what treatment was received) since she disconnected the call. Therefore, troubleshooting could not be completed. Prior to the call being disconnected, the pt provided the lot number of the test strips she was using and also provided the expiration date of 6/2006. However, when she was educated about not using expired test strips, she insisted that the vial she was using had the expiration date of 6/2007 and that she had threw that vial away. Although there is insufficient info regarding the events prior to the ER visit, symptoms experienced, and the treatment received at the hospital, this complaint is reported because the pt alleged she had obtained a result of 118 mg/dl on the subject meter and 30 minutes later, the result at the hospital reflected hyperglycemia.